Event description:
Access 2 accu tni (troponin) reagent produced 3 erroneous troponin results. A troponin result of 37 ng/ml was produced on the initial run, and produced a 0.10 ng/ml on a repeat. Another sample resulted a 5.74 ng/ml and produced a 0.02 ng/ml on a repeat. Another sample resulted a 6.17 ng/ml and produced a 0.05 ng/ml on a repeat. According to the report, a system check was performed and was within specification. Customer ran an accu tni precision run and saw no problems. Another sample was run on this day and produced a troponin result of 15.48 ng/ml. A repeat was performed and produced 0.05ng/ml. Elevated results were not reported out of the lab. Customer ran all accu tni results in duplicate. There was no death or serious injury associated with this event, and no treatment was initiated based on the false high results. However, an elevated accu tni result could potentially contribute to treatment decisions that may include cardiac catheterization. Although cardiac catheterization is considered a diagnostic procedure, the invasive nature of the procedure may present a health risk to the pt. Beckman coulter feels this potential meets reporting criteria of 21 cfr 803.